Event description:
The customer reported that while running an hiv-1 p24 antigen assay, using summit sample handler, there were bubbles in a well and insufficient liquid level in some wells. A field service engineer was dispatched. No death or serious injury was associated with this event. Please note that this report is being filed beyond the 30-day requirement.